Event description:
It was reported that backup operation was observed on the implantable cardioverter defibrillator. Further information was requested but was not available.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a power on reset (por). After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.

Event description:
New information received notes the issue was discovered after a follow up in clinic where the implantable cardioverter defibrillator (ICD) could not be interrogated. The patient mentioned that in (B)(6) 2023 they went through an MRI (magnetic resonance imaging), no representative was present to aid in adjustments during the MRI procedure. It is not known if the backup was directly related to the MRI event. The ICD could not be restored from backup operation. The ICD was explanted and replaced. The patient was stable before, during and after the procedure.